Event description:
Lead management case to extract two leads due to cied system/pocket infection with sepsis. The physician alternated the use of a 12f and 14f glidelight laser sheaths to free the leads. The atrial lead (6947) came free without any issues. The rv lead (5076) came loose with 44 seconds of lasing and then steady traction. Approximately 5 minutes after the rv lead was removed a drop in blood pressure was noted. A sternotomy was performed revealing a perforation in the rv apex. After the injury was repaired the patient stabilized, surviving the intervention. This report is being made on the lld as the injury was likely caused from the lead releasing from the cardiac wall and the lld was used as the traction platform for the lead removal.

Manufacturer narrative:
(B)(4).